Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when removing the cannula, it was found that the safety device was malfunctioning and could not completely cover the needle tip. One side of the transparent cannula wing was missing, making it impossible to fix the cannula wing and remove the cannula. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged infusion set is confirmed; however, the exact cause is unknown. One photograph and one video of a powerloc infusion set was returned for evaluation. An initial visual observation of the photograph and video showed the safety mechanism partially advanced so that the needle tip is not covered. One of the stabilization tabs was observed to be completely broken off, which prevented the activation of the safety mechanism. Use residue was observed on the device. There were no distinguishing features in the returned photograph or video of the device which could aid in identification of a specific root cause of the broken stabilization tab. This complaint will be recorded for future trending and monitoring purposes.